Event description:
The reporter states that she obtained a 83 mg/dl blood glucose result on the accu-chek aviva meter in comparison to a blood glucose result of 350 mg/dl on the professional meter within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.